Event description:
It was allegred that cutter emitted metal flakes in to the knee. It was reported that the dr was able to retrieve the flakes, and they used a different cutter to finish the surgery.